Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an appropriate treatment which resulted in post shock asystole and an inappropriate treatment. The device was started up at 10:26:21 on (B)(6) 2022. At 15:43:01, an arrhythmia was detected. ECG shows vf with varying amplitudes. At 15:44:16, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf with varying amplitudes. The post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 15:44:53, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. The device was shut down at 15:51:32 on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.